Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Telemetry showed that the patient was in bradycardia. Upon device interrogation, several non-sustained right ventricular oversensing (nsrvo) events due to myopotential oversensing were noted. Programming changes were made, which resolved the issue. The patient was stable before, during, and after the event.